Manufacturer narrative:
The customer reported that the central nurse's station (cns) is displaying communication loss (comm loss) for one bedside monitor (bsm). According to the customer, the bsm is an mu-631ra. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/24/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 09/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 08/24/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 09/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: on 08/24/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 09/01/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 on 09/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: mu-631ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) is displaying communication loss (comm loss) for one bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for one bedside monitor (bsm). No patient harm or injury was reported. Investigation summary: based on the information reported, we were able to confirm the reported issue. Unfortunately, we were unable to determine a root cause, as the issue is user dependent, and the customer remained non-responsive to requests for additional information. Although we were unable to determine a definitive root cause of the reported issue. However, based on the available information, it is possible that the issue was due to a user related error, or a network facility environmental or software issue, which can lead to the reported issue. Although we were unable to determine a definitive root cause of the issue, we have identified some potential causes of the issues where the cns device experienced multiple issues, (including app advisory error message issues, the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out. Potential causes of the cns device experiencing multiple issues, (including the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out) are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, or damage to the device or its components.

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for one bedside monitor (bsm). There was no patient injury reported.